Event description:
It was reported that the patient presented to a scheduled generator change procedure. Prior to the procedure, externalized conductors were noted on the right ventricular lead under fluoroscopy imaging. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
The reported event of externalized conductors was not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Final analysis found no anomalies.